Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that every two to three hours customer received a no power message and change infusion set message. It was also reported that battery only lasted a couple of days. During troubleshooting, alarm history showed a power error alarm. Customer was advised that power source was unable to charge. Customer removed battery and allowed insulin pump to rest for ten minutes and lights stopped flashing. Customer was advised to follow a series of steps and to call back if error continues within four hours. Customer's blood glucose was unknown.